Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the fiber cap exhibits devitrification and melted glass; there is some white unknown substance noted inside the distal end of fiber cap. Based on the device analysis, the potential for forward firing may exist probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the surgical fiber did not work at all; no light from the fiber; a decrease in fiber vaporization efficiency was noted. A '0" total joules used was reported. The physician reverted to an alternative procedure (turp). No injury to the patient was reported.